Event description:
The user facility reported that water was coming out of the bottom right corner of the lid during a diagnostic cycle. The reported amount of water that leaked covered an approximate 3 ft by 1.5 ft area. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the root cause of the leak to be a broken connection on the system 1e tray. The broken connection allowed the drip pan to overfill and leak from the lid. A broken connection as observed in this event is indicative of operator abuse. The technician observed the customer does not have a secure location to store system 1e trays in when not in use. They are placed on the counter top and moved around as necessary. The technician recommended storing trays in a more secure location when not in use. The tray subject of this event was discarded and another one has been ordered for the facility.